Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a false upstream occlusion alarm was confirmed by service. However, baxter quality engineering could not identify an assignable cause. Therefore, no repair was necessary. Additional information: a service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous service on this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During device testing by a baxter service technician, a colleague infusion pump experienced a false upstream occlusion alarm. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.